Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was failed. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the ptfe pad of the device was partially severely worn. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of sonosurg mentions warning and caution. Do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe may damage the grasping section and the probe may damage the grasping section and the probe or cause them to detach.